Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis determined that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the site was using a drape with a clear window in it that was noted to distort the sphere center.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system performed as intended. Device manufacturing date is, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy on the right side of the patient. According to the surgeon, the right side was 1 cm medial. The left side of the spine navigation was stated to be accurate. Navigation was used for the procedure. No impact to patient and no delay reported.